Manufacturer narrative:
(B)(4). The device was manufactured december 10, 2015 ¿ december 15, 2015. The device was received for evaluation. Visual inspection revealed that one side of the housing had been squashed/dented. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the housing of a small volume intermate was deformed. This was noted before use. There was no patient involvement. No additional information is available.